Event description:
Caller reported experiencing multiple cartridge alarms identified as cartridge alarm 20 while using the pump on several occasions from august 19 to august 27, 2025. Blood glucose level was recorded as "high," but a specific value was not mentioned. Customer managed the high blood glucose by administering a correction injection via multiple daily injections (mdi). No assistance from a third party was required. Technical support explained the cartridge loading process to the customer and confirmed it was done correctly, leading to the decision to send a replacement pump with updated software. Customer was instructed on backup therapy using mdi, advised on returning the faulty pump, and acknowledged the necessary steps for receiving and setting up the replacement pump.